Event description:
During laparoscopic appendectomy, surgeon is prepared to remove specimen from body, attempts to use endopouch retriever and bag rips, dropping specimen back into body. A second identical endopouch is opened to the field and surgeon attempts to use. That bag also rips in the same way. Surgeon requests retrieval bag from a different manufacturer. A conmed anchor bag is opened to the field and used successfully. No other issues. Ref report: mw5115564.